Event description:
It was reported the customer passed out due to low blood glucose. The mother administered a manual injection and his blood glucose still reads low. The paramedics were called out and took customer to the hospital where he was treated for low blood glucose as well as receiving twelve stitches for a laceration incurred to his face during the fall. It was stated that the mother thinks her son had an over delivery of insulin the night before the admission. Troubleshooting was not performed at time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.